Event description:
Customer reported finding safe-t-pro plus devices disassembled in a newly-opened box. A nurse reported being stuck with an unused lancet, required no medical treatment. No adverse event reported. A request was made for the return of the devices, replacement provided.

Manufacturer narrative:
The event occurred in (B)(6).